Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). On (B)(6) 2017, surgery was performed using the mountaineer system. Expedium head-to-head cross connector was placed to fix c2-c3. In (B)(6) 2017 after the patient left the hospital, no loosening of the outer nut was confirmed through an x-ray. In (B)(6) 2017, however, it was confirmed that the outer nut (part#: 188341100, lot#: unknown) completely come off on its right side. Surgical re-operation is not scheduled so far.